Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on 19 dec 2019. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 28 feb 2019. The powder component was subject to marginal overdose during sterilisation which was confirmed to have no impact on the product performance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total right knee arthroplasty due to unicompartmental arthroplasty failure, and osteoarthritis of the right knee. The surgeon noted the tibial component was loose and the femoral component was intact. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component and pain. The surgeon reported the tibial tray was loose and had subsided anteriorly. He noted no cement adherence to the tibial tray at the tibial tray to cement interface. The surgeon reported the femoral component was not grossly loose though easily removed. The surgeon did not comment on the patella, and it is unknown if it was revised. The patient was implanted with unknown system and bone cement. There were no reported complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2019; (rt knee).